Manufacturer narrative:
A visual examination found that the device returned with the probe kinked/broken into two pieces. Functionally, no optical testing could be performed due to the return condition. The condition of the returned incident device was consistent with the complaint that the probe broke in half. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was being used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the bile duct performed on (B)(6) 2012. According to the complaint, during the procedure, the spyprobe broke cleanly in two within the spyscope. The broken fibers were retrieved from the spyscope with tweezers, and then the procedure was completed using a second spyprobe and the original spyscope. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was being used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the bile duct performed on (B)(6), 2012. According to the complaint, during the procedure, the spyprobe broke cleanly in two within the spyscope. The broken fibers were retrieved from the spyscope with tweezers, and then the procedure was completed using a second spyprobe and the original spyscope. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
Although the patient's exact age is unknown, they are over 18 years of age. (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.